Manufacturer narrative:
The doctor's name was reported to be dr. (B)(6). (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on march 18, 2020 that a lighttrail single use 365um laser fiber was opened for use for a ureteroscopy procedure performed on (B)(6) 2020. According to the complainant, during preparation, the tip of the laser fiber was noted to be broken upon opening the package. The procedure was completed with another lighttrail single use 365um laser fiber. There were no patient complications reported as a result of this event.